Event description:
Customer reported damaged pump due to a cracked and shattered touchscreen, which occurred while playing a sport, making the touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump as the current pump was out of warranty, and instructed customer on using a multiple daily injection (mdi) backup therapy to ensure insulin delivery. Customer was informed of the need to input existing settings into the new pump and connect their continuous glucose monitor (cgm) to it. All necessary agreements for obtaining an out-of-warranty loaner pump were completed, and the replacement pump will have updated software to address functionality.